Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that the shaver device did not work. According to the reporter, the pump automatically increased the speed to 8,000, the correct one being 4,000, and when you try to decrease it will not allow and the pedal will not work as soon as you connect the shaver handpiece. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred on the 30th of an unspecified month in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated at service center. The complaint of unintended activation of the shaver is not confirmed. On inspection, nothing abnormal was detected. The tests at the service center were performed with our tornado ref shaver and a competitor¿s shaver handpiece. No abnormal operation was detected. At the time of the investigation, the root cause of the failure mode is undetermined. There was no complaint reported to mitek for a mitek shaver handpiece. It was noted that the power input module had the latches broken and the db9 "foot pedal" connector located on the back of the fms duo had a damaged pin inside the hex lock, which confirms the complaint of the footpedal not working. The damaged parts were replaced for safety and functional tests and electrical safety were performed and passed. A review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).